Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified unspecified artery at the back of the knee. A 2.5 mm x 40mm x 146 mm coyote es mr balloon catheter was selected and advanced to dilate the target lesion. Upon 1st inflation at 6 atm, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and patient's condition is good.